Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, that during use, the cardiosave hybrid, 3.1 had autofill failure alarm. No patient involved.